Manufacturer narrative:
Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test and excessive no delivery test due to motor error alarms. Pump passed displacement test, rewind test, basic occlusion test and prime/a33 test.

Event description:
The customer reported via phone call that the insulin pump stopped working with motor error alarm. The customer's blood glucose level was 180 mg/dl. The customer reported drive support cap was appeared to be normal. The customer was able to clear the alarm and was able to rewind the insulin pump. The device will return for analysis.